Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as painful, red and raised around most of the patch area. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended applying vaseline and desitin to the area due to skin irritation. The outcome of the irritation is unknown.